Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; the investigation is confirmed for material rupture and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 425-2522x dilatation catheter experienced a material rupture and material deformation. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.